Event description:
Information received from the field does not address the patient's clinical status but notes that documented pauses with loss of ventricular capture were observed. Noise was present on the atrial channel in both configurations while the patient was lying down. Lead impedances were stable.